Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak in the homechoice cassette was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of four. The patient was connected at the time of the alarm. The patient stated the solution bag was loosely connected. The renal therapy service agent advised the patient to end therapy and start over with new supplies product surveillance called the patient regarding the reported event. The patient clarified that the solution bag had not disconnected; there had been a leak from an undetermined location. The patient stated there had not been any damage to the cassette or solution bags when they had set up the device; all the connections seemed secure. The patient stated they had noticed solution under the cassette door after the alarm occurred. The renal therapy service agent reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.